Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 22mm amplatzer pfo occluder was selected for an implant. During the procedure, the device was deformed and was removed from the patient prior to released from the delivered cable and placed in the heated heparin solution to regains its shape. No angulation or kink noticed in the delivery system. No it is unknown if a new device was implanted. The patient is stable.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the limited information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue related to the labeling, design, or manufacturing of the device. Corrected b5 - describe event or problem, d1 - brand name, d4 - lot #, d4 - catalog #, d4 - expiration date, d4 - primary UDI number.

Event description:
It was reported that on an unknown date and year, an unknown sized amplatzer pfo occluder was selected for an implant. During the procedure, the device was deformed and was removed from the patient prior to released from the delivered cable and placed in the heated heparin solution to regains its shape. No angulation or kink noticed in the delivery system. It is unknown if a new device was implanted. The patient is stable, no additional information was provided.

Manufacturer narrative:
An event of device deformity during procedure was reported. Also reported that hot heparin solution was used in preparation to get the original format of device. A returned device assessment could not be performed as the device was not returned for analysis. Three videos were received from field. First video appeared to show device deforming into cobra shape. Second video from field appeared to show distal disc of device being deployed without any deformation, the device was retracted. Last video showed the device deployed in cobra conformation which was manipulated and it reformed to it's original shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.